Event description:
It was reported that the patient was admitted to the hospital and that both the atrial lead and the right ventricular (rv) lead had noise. It was further reported that the lia (lead integrity alert) sounded and interrogation had revealed many sic (sensing integrity count) with rv oversensing during noise on the atrial lead. Nonsustained episodes (nst) revealed the noise was on atrial and rv leads, of which the episodes are short in duration. Both leads were capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.